Event description:
It was reported that the patient underwent a revision procedure due to multiple dislocations after falls. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant medical devices: item # 010000731/ g7 neutral/lot #3964894; item # 110024462 / g7 dual mobility liner/lot #470520; item # 010002746/ g7 removal drill/lot # 331150; item # 1 010002751 /removal screw/lot #4 089330. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -03135.